Manufacturer narrative:
Concomitant medical product: boston scientific device, implanted: unknown.

Event description:
It was reported that the right ventricular (rv) lead exhibited high, rising and fluctuating pacing impedances, and high and rising t hresholds. There was also oversensing of noise. Provocations tests were performed in the clinic and the increase in impedance was reproduced on the rv pacing lead. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.